Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. Unit was download using (thump software). Unit passed displacement test and self test properly. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 0 file number 0). Problem isolated to the electronic assembly as per global logic analysis (esf# (B)(4)). Unit was cut open and perform a visual inspection on electronic assembly and motor assembly. No moisture damage or components damage noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.